Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately sixteen days post implant it was reported that a perforation and possible pleural effusion had occurred as there was no capture and low pacing impedance on the right ventricular (rv) lead. There appeared to possibly be a decrease in measured r-waves and chronically high rv pacing thresholds. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.